Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The ECG data from the event was returned and evaluated. Evaluation found that the presented rhythm did not match any criteria the algorithm has for shockable rhythms. The rhythm appeared to be more like pulseless electrical activity rather than ventricular fibrillation due to a non repeating rhythm that had wide peaks. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient for cardiopulmonary arrest, during transport, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.